Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available additional information provided: while we know that this type of event can occur, we consider it relevant to leave a record of the comment. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How many devices demonstrated the alleged deficiency? Please provide the lot number of the involved devices. Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown cardiac procedure on an unknown date in 2026 and suture was used. Cardiovascular surgeon who told us that for some time now he has noticed a difference in needles. In particular, he indicated that needles 4.0 and 5.0 would be losing the thread after 3 or 4 passes, while needle 8.0 continues to behave properly. He also mentioned some cases of pull-off sutures. Additional information has been requested.